Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and capture threshold in the rv was elevated. Rv pace impedance steadily rises from 950 to 1919 ohms between (B)(6) 2014 and (B)(6) 2016. Rv capture threshold out of range, and high since (B)(6) 2014. Concomitant medical devices: 2088tc st jude lead, implanted: (B)(6) 2014; c4tr01 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising, high, and varying impedance measurements. In addition, the rv lead had high capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.